Event description:
During an atrial fibrillation procedure, after inserting sheath into the patient, the hub broke off. The sheath is exchanged and the procedure was completed with no adverse patient consequences.